Event description:
It was reported through clinic notes that a vns patient experienced an increase in seizure frequency along with pain, due to the size of the generator and pain stimulation. Furthermore, additional information was received through an implant card stating the patient underwent generator replacement surgery, and clarification from the explanting surgeon indicated the patient was explanted due to the size of the generator, and was implanted with smaller unit hence being a prophylactic replacement. The explanted generator was returned to the manufacturer, and is currently undergoing product analysis. At the moment, the relationship of the increase in seizure frequency to vns therapy is unknown as good faith attempts have been unsuccessful to date.